Event description:
This lead was capped on (B)(6) 2007 for an unknown reason. This lead was then explanted on (B)(6) 2014 when the physician was explanting another lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two segments. All parts of the lead were returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. The analysis of the lead fragments demonstrated a rubbed through insulation in the distal part of the lead. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformations of the rv and svc shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.